Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. Eighty-one (other) - device evaluation begun; however, conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported an (B)(6) male with calcified anatomy was undergoing a lower extremity angiogram with intervention. Access was gained in the right common femoral artery using a contralateral approach. The dilator of the flexor high-flex ansel guiding sheath (lot unknown) was extremely difficult to load and equipment was very difficult to pass through the sheath. A wire was inserted through the dilator by a technician in order to load it into the sheath. A diagnostic multipurpose catheter was used through the sheath. The complaint device was exchanged for a standard 6 fr ansel sheath to complete the procedure successfully. No part of the device remained in the patient. It was reported the patient developed a moderately sized hematoma; however, no additional procedures were required as a result. The complaint device was returned to the manufacturer, and it was during examination that split-like damage was noted on the sheath.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the quality control and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of accordion damage at distances of 20.0 cm, 21.4 cm, 25.2 cm, 25.7 cm and 46.7 cm from proximal hub of the device. There were scratches on the tubing starting 45.0 cm from the proximal hub, and continuing to the distal tip. Also, a 2 mm long split was observed in the distal tip of the device. The sheath was flushed, and biomatter was found to be present within the inner lumen of the sheath. The dilator could only be inserted a distance of 2.5 cm into the proximal end of the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.